Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02288.

Event description:
The patient was undergoing a thrombectomy procedure in a popliteal vein using an indigo system cat5 aspiration catheter (cat5) and an indigo system separator 5 (sep5). During the procedure, while using the sep5 within the cat5, the sep5 perforated through the side of the cat5. It was reported that this was a chronic clot, and though the physician felt resistance while using the sep5 within the vessel, there was no resistance while advancing within the cat5. The physician therefore removed the cat5 and sep5, and attempted to use a non-penumbra catheter to remove the thrombus, however was still unsuccessful. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system cat5 aspiration catheter (cat5) was kinked approximately 119.0 cm from the hub. The cat5 was punctured approximately 130.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that the indigo system separator 5 (sep5) core wire was fractured. This type of damage likely occurred due to improper handling during use. If the sep5 is forcefully retracted against resistance, damage such as the core wire may fractured. The retraction against resistance likely contributed the core wire fracturing. Evaluation of the cat5 revealed that the sep5 was punctured through the distal shaft. This type of damage likely occurred after the sep5 core wire fractured and then advanced within the cat5. Attempts to advance the already-fractured sep5 likely caused the puncturing of the distal shaft of the cat5. Penumbra separators and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02288.